Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia before dinner requiring increased oral glucose to correct, with four glucose tablets needed to raise glucose above 70 mg/dl, while the ilet bionic pancreas was delivering corrective insulin for preceding hyperglycemia per system report. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and education on contacting the healthcare provider regarding diet and consulting clinical support regarding insulin delivery and potential use of a secondary cgm. Investigation included technical review of available system data. Investigation of this case revealed hypoglycemia temporally associated with corrective insulin delivery, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.